Manufacturer narrative:
No am3014 product samples, videos or photographs were returned for investigation. The DHR was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. The device history review (DHR) for lot number 13977895 was reviewed and there were no non-conformances found that would have contributed to the reported complaint.

Event description:
It was reported that the device 26" ext set w/3-port nanoclave® manifold, check valve, 2 microclave® clear, clamp, luer lock was found leaking. The intravenous (IV) set was not pulled on to the staff's knowledge. No patient harm since this was spotted right away. Replaced with a new set. The problem the user had was a device malfunction. The device is not available for evaluation since it was returned to the manufacturer in oct 2024. There was patient involvement and no adverse event.